Event description:
A family member reported that the keypad buttons became intermittently unresponsive over the past few weeks, and the buttons are now completely unresponsive. He stated that the patient wears the pump in a case, and denied exposing the pump to cleaning products.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the bolus button was found to be torn. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.